Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value lower than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter. Several unsuccessful attempts have been made to contact the customer to clarify the dates and readings received. The serial number of the meter is unknown hence the date of the manufacture is also unknown.

Event description:
Customer reported that the serial number on his adc blood glucose meter was warned off and he was not able to see any part number, revision number or lot number. Customer also reported receiving erratic readings within 10 minutes on (B)(6) 2011. Customer further reported that on (B)(6) 2011 due to erratic readings he subsequently started to feel cold and tired. Results of 111 mg/dl and 16 mg/dl that were obtained within 10-minutes as well as the results of 16mg/dl and 88mg/dl also obtained within 10-minutes were plotted on the parkes error grid. The results fell into the "c" zone indicating the difference in values to be clinically significant. Customer self treated with juice. No third-party medical intervention was reported. There was no report of death, serious injury or mistreatment associated with this event.